Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and low battery alert on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for battery alerts. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. Troubleshooting was performed for cosmetic damage and customer confirmed pump had a damage at battery tube side. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 8.0 received the lowbatteryalert (104) on 06/23/2025 14:37:00 faster than expected at 0.36 days. Battery cycle 7.0 received the lowbatteryalert (104) on 06/23/2025 05:24:00 faster than expected at 0.38 days. Battery cycle 6.0 received the lowbatteryalert (104) on 06/22/2025 20:22:00 faster than expected at 1.56 days. Pump passed self test. However, pump received with a high sleep current measurement and active current measurement. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads identified during the visual inspection. Customer alleged for battery lasting a week and unexpected low battery alert confirmed in the pump history and pump received with a high sleep and active current measurement due to moisture damage on the electronic assembly, unexpected battery power loss and charge/battery lasts less than was confirmed, suspecting hardware issue. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.